Manufacturer narrative:
Received voluntary medwatch mw5147550.

Event description:
It was reported that potential atrial undersensing and functional undersensing was detected. The patient experienced an arrhythmia. No further information was provided.